Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the lens was depressed by the bag at the time of implantation, causing the lens to jam between the cartridge and the injector bag, another company injector of the same model was used and did not present any such problems. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. One opened monarch IV handpiece injector was returned for evaluation for the report of jammed lens. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore an injector jammed lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).